Manufacturer narrative:
The lead was not able to be returned so no analysis was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a device follow-up. Interrogation revealed tachycardia episodes that showed noise artifact on the rv channel. Lead measurements were normal while the system was implanted. The physician reprogrammed sensitivity to avoid sensing the noise and increased the pacing output to 3.5v until a replacement procedure could be performed. Two days later, the rv lead was surgically abandoned and a new lead was implanted. The pacemaker was also replaced, and the chronic right atrial (ra) lead remained in use with the new device. After the procedure, technical services reviewed the noise episodes and agreed the rv lead was likely compromised. No additional adverse patient effects were reported.